Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete.

Event description:
The facility reported a colleague infusion pump with failure code 810:11. According to the facility, it is unknown when or which care area this event occurred. There is no patient injury, medical intervention necessary or adverse event in association with this condition. During review of the pump's event history, baxter quality engineering discovered this event interrupted delivery. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
The customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were not found in meter memory. This is a final report.

Event description:
A customer reported he received within ten minutes the following erratic readings on his freestyle lite blood glucose meter: 54 mg/dl, 322 mg/dl, 176 mg/dl, 205 mg/dl and 177 mg/dl. Results were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. The customer additionally reported he experienced lightheadedness. No third-party medical intervention was required. The customer reportedly took his regular diabetes medications and ate ice cream to alleviate his symptom. There was no report of death or serious injury associated with this event.